Manufacturer narrative:
Correction to file : following sections have been updated d4, h6,h10 review of the manufacturing documentation associated with this lot# f1920701 presented no issues during the manufacturing process that can be related to the reported complaint.

Manufacturer narrative:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) came out from the vessel and failed. There was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot f1920701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as excessive tension used, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is not available for testing and evaluation. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot# f2006603 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, sealant was not coming out from the 6f-7f mynxgrip vascular closure device (vcd). There was no reported patient injury. The device was not returned for evaluation

Manufacturer narrative:
After further review of additional information received the following sections have been updated d8,d9 g4,g7,h1,h2,h3,h6 as reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) came out from the vessel and failed. There was no reported patient injury. The device was returned for evaluation. A non-sterile mynxgrip vascular closure device 6f/7f was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open. The sealant sleeve was displaced towards the handle. A 6f st. Jude procedural sheath was on the catheter, and the syringe was attached to the device. The sealant was not returned, and the advancer tube was out of the device. No other damages observed. Per functional analysis, an inflation/deflation test was performed and the inflation indicator as well as the balloon was able to inflate, maintain pressure, and deflate as intended per the mynxgrip instructions for use (IFU). Per dimensional analysis, the outer diameter of the balloon was found to be within specification. Per microscopic analysis, visual inspection at high magnification revealed that there was no saline in the inflated balloon. A product history record (phr) review of lot f1920701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined, however, procedural factors, such as device preparation, may have contributed to the reported event. Based on the information provided and the investigation performed, the event experienced by the customer may have been due to incorrect prep of the balloon as evidenced by no saline noted in the balloon during analysis, which can result in a pull through event. According to the instructions for use (IFU) which is not intended as a mitigation of risk; device preparation and positioning, instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.